Event description:
It was reported that during an unspecified stenting treatment procedure, partial deployment occurred. The unspecified target lesion was located in a very tortuous unspecified location. The lesion was predilated with an unspecified wanda balloon. An express-vascular ld pmtd 8.0x60x135 cm stent was advanced to treat the lesion but the stent could not cross the lesion and it was discovered that the stent appeared to be partially deployed. The device was exchanged for an express- vascular ld pmtd 7.0x60x135 cm stent; however, this device was also unable to cross the lesion as the lesion was considered to be "too tortuous and too calcified". No further attempts to cross the lesion were made. There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
(B)(4).